Event description:
Surgeon performed a right hip revision surgery on a previous mako hip patient. The original surgery date was (B)(6) 2014. The patient dislocated 3 weeks post-op, he thinks due to noncompliance. After the initial dislocation he said due to age and soft tissue laxity it happened a couple more times over the last few months. He said the post-op xrays looked perfect and cup placement didn't seem to be the issue. He took out the mako cup and implanted a stryker mdm cup/liner. He changed out the head to a size 28 mako head to fit with the mdm cup/liner. After the revision he said the patient was very stable and was happy with the outcome.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock complaint history review: there have been no other events reported for the reported manufacturing lot patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Surgeon performed a right hip revision surgery on a previous mako hip patient. The original surgery date was (B)(6) 2014. The patient dislocated 3 weeks post-op, he thinks due to noncompliance. After the initial dislocation he said due to age and soft tissue laxity it happened a couple more times over the last few months. He said the post-op xrays looked perfect and cup placement didn't seem to be the issue. He took out the mako cup and implanted a stryker mdm cup/liner. He changed out the head to a size 28 mako head to fit with the mdm cup/liner. After the revision he said the patient was very stable and was happy with the outcome.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.